Manufacturer narrative:
The pad device was installed on (B)(6) 2008 and operated successfully until a failed self test on (B)(6) 2010 due to a low battery. The temperature at the time of this fail is sub zero. The device appears to be left in fail mode until (B)(6) 2010 but the device does pass a manual test on this date. The pad-pak was then removed on (B)(6) 2010 and re-inserted on (B)(6) 2011. The device was disassembled and there was a significant amount of corrosion revealed on the speakers, screws and membrane tail indicating inadequate storage of the device. The problem with the device was attributed to a fault in the membrane. The inadequate storage of the device is considered to have a detrimental effect on the device membrane. The pad pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.

Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator was not flashing and the device was emitting an audible beep when a new pad-pak is inserted. A device in this fault mode, if left undetected could result in the failure of the device to performed as intended if required.